Event description:
The complainant reported a 71 year old male patient presenting for high risk percutaneous coronary intervention using the impella device for hemodynamic support. After insertion, the patient developed ischemia in the impella inserted limb. The 14fr introducer was left in the access site and the patient was known to have poor blood vessels prior to impella use. As treatment, an antegrade sheath was configured.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.